Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6 (type of investigation, component codes), e1 (event site state and event site postal code) nurse stated that she had received the patient with this message displayed and was completing her balloon pump checklist when she needed assistance turning the gas loss alarm back ¿on.¿ esp personnel guided her through accessing the preferences menu and turning the alarm back on. She did not realize that when the option was no longer highlighted, it indicated that the alarm was ¿on.¿ before ending the call, esp personnel also noticed that a ¿battery in use¿ message was displayed on the pump and reminded her to plug the pump into an electrical outlet so the message would clear.

Event description:
Na.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.